Event description:
Pt admitted for debridement of left heel. Abdominal skin flap applied to heel. Post operatively on pca infusion pump. C/o nausea and was medicated. 15 mins later found in code arrest. Later support ultimately withdrawn.